Event description:
It was reported that the workstation failed and after a prolongation of 45 minutes, the surgery was cancelled.

Manufacturer narrative:
Device was not returned to the manufacturer. When the investigation is complete, a follow up report will be filed.